Manufacturer narrative:
(B)(4). A visual examination of the returned device found that the stent was partially deployed by 1.5 mm. The t-bar connector was detached from the outer sheath. There was evidence of a fillet of glue present on the t-bar connector indicating that glue had been applied as required during manufacture. During analysis it was not possible to retract the outer sheath by hand. There was no issue in the movement of the outer sheath proximally or distally. No issues were noted with the profile of the deployed stent or the inner lumen. Based on the condition of the returned device and the evaluation conducted, the most probable root cause of the reported issues is handling damage. A review of the device history record (DHR) was performed; no anomalies were noted that could be related to this complaint. A review of complaint history for the reported lot number was performed and concluded there were no other complaints reported for this lot. A labeling review was performed, and from the information available this device was used per the directions for use (dfu) / product label.

Event description:
It was reported to boston scientific corporation that a wallstent biliary covered endoprostheses was used during an endoscopic retrograde cholangiopancreatography procedure on (B)(6), 2011.according to the complainant, the patient presented with a four centimeter stricture as a result of a malignant biliary tumor. During preparation, outside the patient, the outer sheath broke. As a result of the break, the stent was unable to be deployed. The procedure was completed with a different device.there were no patient complications reported as a result of this event. The patient condition post procedure was reported to be good.